Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle connector is loose. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the paddle connector was loose. There was no reported patient involvement. Based on the information available and the testing conducted by philips field service engineer (fse), the cause of the reported problem may have been caused by improper maintenance. The fse tightened the loose connection of the paddle and the device was fully operational. The device remains at the customer's site. No further action is required at this time.